Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 30-dec-2025 against "lot number 6006636 and similar malfunction code(s) insertion into scar tissue, improper site selection, or incorrect preparation of set, the review confirmed that lot 6006636 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 30-dec-2025 against "lot number" criteria equal 6006636 and similar malfunction codes insertion into scar tissue, improper site selection, or incorrect preparation of set. The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6006636 was manufactured according to the work instruction (wi) version 112 and manufactured in the line inset 6 on 22/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Retain samples testing: the reference samples for the lot 6012930 have already been previously tested for visual inspection in the complaint (B)(4) on 17/sep/2024. All test results were found within specifications as per the test report. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6006636 and related malfunction codes for adhesive issue. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient faced the soft cannula was found severely bent and experienced hyperglycemia with a peak blood glucose of 401 mg/dl accompanied by malaise and lethargy. No further information available.